Event description:
It was reported that patient had poly exchange done on a knee due to pain and instability on (B)(6), 2010.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding revision of a triathlon ps insert due to instability was reported. The event was confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿in this narcotic dependent patient with chronic pain syndrome, there is no evidence that his clinical problems are relate to factors of faulty component design, manufacturing, or materials of his primary or revision total knee arthroplasty components.¿ device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the reported instability could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that patient had poly exchange done on a knee due to pain and instability on (B)(6) 2010.